Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button cover was damaged and the bolus button had an unspecified response issue. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.